Event description:
It was reported that white debris was found inside sterile packaging.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the returned device prior to being sent to decontamination confirmed the reported event as white flecks were seen in the sterile packaging. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. As per package insert, this is a known inherent risk of the procedure. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends